Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid right coronary artery (mrca) that is 75% stenosed. The 3.5x15mm trek balloon dilatation catheter (bdc) ruptured at 3 atmospheres. Another non-abbott balloon and 4.0x18mm xience skypoint were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.